Event description:
An arthrex cannulated screwdriver broke while dr. (B)(6) was using it on the patient. All the pieces that broke were accounted for and no harm to the patient was done. X-ray was being used for the surgery and was used to ensure all pieces of the screwdriver that broke were out.